Event description:
During a follow-up call on 04/23/2009 for a check patient line alarm, the patient's nurse stated the patient was diagnosed with peritonitis in 2009. The patient was not hospitalized, and had no obvious signs of symptoms. The nurse's input to the root cause was 'pinholes' in the patient's transfer set. The nurse stated she believes the transfer set was caught in the patient's zipper. The nurse stated they had changed the transfer set on that day, and discarded the sample. The nurse did not retain the lot number. The patient was treated with a loading dose of fortaz on that day (1gram/intervenous), vancomycin for d days (1gram/intraperitoneal), and fortaz for 14 days (1gram/intraperitoneal). The nurse stated that the patient had been considered 'recovered' as of 3 weeks later. The nurse reported no exit site/tunnel infection. The nurse stated that the patient does not reuse supplies, and reported no other episodes of peritonitis within 4 weeks.

Manufacturer narrative:
The customer discarded the sample. The lot number is unknown.